Event description:
It was reported that after inserting the stent delivery system the balloon was inflated; however, attempts to deflate the balloon failed, even when using another inflation device and a syringe. Eventually, the entire stent delivery system was removed with the balloon inflated. No pt effects were reported.